Manufacturer narrative:
This report is submitted on march 20, 2020.

Event description:
Per the clinic, the patient's device was explanted in (B)(6) 2018 (specific date not reported) due to a reported infection. The patient was scheduled to be reimplanted on (B)(6) 2020.